Event description:
It was reported that patient underwent an explant procedure due to unknown reasons. All device components were removed.

Manufacturer narrative:
Block b3: exact date unknown, event occurred five to six years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 18361922.